Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced extrusion of implant subsequent to sustaining a head trauma in car accident (specific date not reported). The device was later explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.